Manufacturer narrative:
The following devices were also listed in this report: triathlon ps fem component, cemented; cat# 5515-f-401; lot# fvhu. Triathlon symmetric x3 patella; cat# 5550-g-319; lot# lx61. Tri ts baseplate size 4; cat# 5521-b-400; lot# hjimd. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Sales rep reported a left total knee due to pain.

Manufacturer narrative:
An event regarding revision due to pain involving a triathlon insert was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: the provided medical records were reviewed by a consulting clinician who indicated: "no examination of the explanted insert, no x-rays, and no operative reports are available for review. There is no evidence the revision four-and-a-half years¿ post-operative of the left total knee arthroplasty for recurrent effusion in a polyarticular rheumatoid patient is related to factors of total knee implant design, manufacturing or materials." Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. Conclusions: it was reported that patients' was revised due to pain. The provided medical information was submitted to a consulting clinician who indicated " no examination of the explanted insert, no x-rays, and no operative reports are available for review. There is no evidence the revision four-and-a-half years¿ post-operative of the left total knee arthroplasty for recurrent effusion in a polyarticular rheumatoid patient is related to factors of total knee implant design, manufacturing or materials." Therefore the event could not be confirmed nor could the root cause of pain be determined. Further information such as revision operative report, clinical and past medical history and follow up notes are needed to investigate this event further. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device.

Event description:
Sales rep reported a left total knee due to pain.